Event description:
Reporter alleged obtaining a blood glucose result of 632 mg/dl which is outside the reading range of 10-600 mg/dl on the compact system. Reporter stated she was not experiencing any hypoglycemic symptoms during that time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.